Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: a2, b7, d2b, d3, g1, g4. Additional b5 narrative: it was reported that the patient experienced abscess, nausea, fever following the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent debridement of the subcutaneous skin, partial mesh excision and placement of wound vac on (B)(6) 2018 during which the surgeon noted after a 7 cm incision was created including the sinus in the midline, taken down through the subcutaneous tissue and fascia, the surgeon got to the level where the old mesh was encountered. She further noted that the mesh was associated with the granulation sinus coming into the skin. The old mesh with some granulation tissue that was encountered was removed. Intraoperatively, the surgeon noted old mesh with granulation, sinus and hardness. The surgeon reported that there is probably still more mesh, but she did not want to into the abdomen and just remained at the level of the fascia. It was reported that the patient experienced severe pain, mesh excision and infection. No additional information is provided.